Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture of the left breast implant. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7.

Event description:
Healthcare professional reported intracapsular rupture of the left breast implant. Device has been explanted and replaced.